Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient stated their implantable neurostimulator recharger (insr) was not working right. Patient said the last couple times they charged, it seemed like it was taking forever to charge the implant, and then the battery would run down within a week's time. Patient said it used to take a couple hours to charge, but now took the whole day and said none of the coupling boxes would come up. Patient confirmed this started int he last couple weeks. Agent had patient start a charging session during the call and patient reported eos. Agent reviewed eos meaning and patient mentioned that's why they were having so much trouble with pain and charging. The patient was redirected to their healthcare provider to further discuss the implant. The reason for call was patient stated their patient programmer was not working right. Patient said they hadn't used their pp in maybe a couple weeks but they started getting headaches (which usually meant patient's back pain was back) and patient wanted to raise their stimulation up, but the programmer wouldn't let them do anything last night. Agent asked, patient clarified the pp screen was blank, and they had changed the batteries but the screen wouldn't come on. Due to implant date,agent had patient start a recharging session and patient reported eos message. Agent reviewed eos meaning and patient mentioned that's why they were having so much trouble with pain. Agent asked event date for the pain and patient said the pain had been getting worse for several months, but then would go away. However, now the pain was there and not going away, like the stimulation wasn't helping at all. The patient was redirected to their healthcare provider to further discuss the implant. Additional information was received from the patient (pt). They reported that they went to their healthcare provider (hcp) and they are going to put in a new box and 15 year battery in two weeks.